Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death-estimated. Date of event-estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant-estimated. There was no reported device malfunction and the clips remain implanted. The lot history record (lhr) could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: usefulness of intraprocedural pulmonary venous flow for predicting recurrent mitral regurgitation and clinical outcomes after percutaneous mitral valve repair with the mitraclip.

Event description:
This is filed to capture the patient deaths. It was reported through a research article, that patient deaths occurred at one month and twelve months post mitraclip procedure and may be related to the implanted mitraclip. Details are listed in the attached article, titled usefulness of intraprocedural pulmonary venous flow for predicting recurrent mitral regurgitation and clinical outcomes after percutaneous mitral valve repair with the mitraclip. Please see article for additional information.